Event description:
Patient presented to the physician with severe muscle spasms, intense right-sided ear pain, and right-sided jaw pain. Patient was prescribed antibiotics and pain medication and referred the patient to a neurologist for further evaluation. Neurologist diagnosed the patient with trigeminal neuralgia, suspected to be related to inspire. Nerve pain medication was prescribed to allow continuation of the therapy. At the follow-up appointment, the patient reported improvement, and re-evaluation is scheduled in one month.